Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary procedure to treat a target lesion in the mid left anterior descending (lad) artery. The 3.0 x 33 mm xience xpedition stent was deployed at the target lesion; however, a dissection occurred. A 3.0 x 15 mm xience xpedition stent was then deployed as treatment. There was no reported adverse patient sequela or a clinically significant delay. No additional information was provided.